Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of usage and no evidence of blood. Visual inspection determined that the sleeve of the dc extension cable was separated from the green connector. The three exposed wires were not damaged. While we were unable to conclusively determine the root cause, this problem is consistent with not following the IFU recommendation: use the connector body when connecting and disconnecting the cable. Pulling by the cable may result in damage. Based upon the received condition of the device, the reported complaint was confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dc extension cable detached from the hemopro device. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital was unable to provide the event date.